Event description:
It was reported that the device had a leakage problem. Issue was discovered upon opening, no patient injury.

Manufacturer narrative:
Device evaluation: one warmer device was received in used condition without the original packaging. Visual inspection of the returned sample was performed at a distance of 12 inches un normal conditions of illumination. Visually, it was observed that there was a lack of solvent at the reflux connector which could cause leakage or another functional fail test. A functional leakage test was performed during which the reported failure mode was confirmed. Based on the analysis conducted with the sample provided, the root cause of the lack of solvent was caused by the lack of following the procedure. An awareness notification was performed to personnel to explain the importance of adherence to the associated manufacturing procedure. A device history record (DHR) review was conducted. The lot met the requirements to release the lot with no deviations identified during their manufactured. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).